Event description:
During troubleshooting for an unrelated issue, the home patient (hp) reported that they had an infection. On (B)(4) 2012, product surveillance contacted the registered nurse (rn) to investigate more about the reported "infection." The rn responded saying that the infection was bacterial and a case of peritonitis. On 23 feb 2012, product surveillance contacted the facility and spoke with the peritoneal dialysis nurse. The nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2012 and it was caused by poor aseptic technique. The patient has been retrained on proper technique. The patient was treated with antibiotics and is recovering. The peritoneal dialysis therapy is ongoing. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information: this complaint for use error-breach in aseptic technique is confirmed because the nurse reported that there was a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination. The assignable cause is undetermined. A review of all batch record documents was performed for h11h19059, h11j05089 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.